Event description:
It was reported that during a rotator cuff repair, the tip of the truepass needle snapped off and could not be found in the joint. X-rays were not ordered. There was a 10 minute delay to the procedure. Case successfully completed.

Manufacturer narrative:
(B)(4).